Event description:
It was reported that patient called in after going to the emergency room last evening due to a high heart rate of 140 beats per minute. The patient experienced trouble breathing, shortness of breath, sweating, and chest jumping up and down. The pacemaker was checked by a medtronic field representative and it was found to be functioning appropriately. The device remains active. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.